Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported there is no alarm sound on critical red alarm. Patient involvement is unknown. There was no report of patient or user harm.